Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. No unexpected failed batt test/failed battery alarms, power loss alarms, pump error alarms or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error (B)(4) and pump error 4 alarms. Fault isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had software error detected and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was unknown at time of incident. Troubleshooting was performed by the customer for pump error. The insulin pump will be returned be for the analysis.